Manufacturer narrative:
The product has not been returned for analysis. All product and batch history records are quality reviewed prior to product release. No root cause has been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported vision in his left eye was blurry at all distances and worse following cataract surgery with intraocular lens (iol) implant. The patient further sought out a second opinion and lasik treatment was discussed. However, a cloudiness behind the lens was noted and will be addressed prior to lasik. The patient was placed on a prescription eye drop prior to further treatment. The site reported to the patient that the placement of the lens and cataract surgery looked ok. Additional information received confirming the patient was placed on cyclosporine ophthalmic emulsion but indicates he will not likely use these drops or have further treatment with plans to get glasses. Additional information received from the patient; he will go forward with further additional visits at the site he sought the second opinion from. Additional information received, the patient is noted to have a posterior capsule opacification and will return to clinic in six weeks for a possible yag capsulotomy of the left eye. The patient will continue the drops for dry eyes in the interim.

Event description:
Additional information received, a yag laser was performed on the left eye for the posterior capsule opacification. Additional information received, 11 days following the yag laser treatment the patient underwent additional laser treatment to correct the astigmatism. The patient reports much improvement in vision and is very happy.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, a yag laser was performed on the left eye for the posterior capsule opacification.